Event description:
I was setting up a sigma infusion pump and noticed the pump was in standby but still infusing. The issue was identified prior to connecting the IV to the patient. There was no harm to the patient. If the IV was connected to the patient and this issue was not identified it could have caused harm. I sent the pump to biomed for repair. Pump was tested and found to be operating correctly; no indication of flow when in standby.